Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that they had couple issues with our filter tubing not running infusions on our new alaris pumps. They wondering if these issues are related to compatibility of tubing.

Event description:
Customer responded on (B)(6). After further investigation, filter tubing was not used on the report related to 10013902. We did not have any safety events related to c24101e. I am not aware of any safety events related to the products below. However, they are not currently compliant with our alaris pumps so we have asked for more information on which products we can switch to. No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10013902 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.